Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 37 mg/dl and 86 mg/dl. Customer drank milk between the readings as a precaution. Customer did not have any high or low blood glucose symptoms. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.